Event description:
It was reported via repair work order that the head section bearing cap retaining bolt backed out. This could potentially allow the head section to completely pull out from the litter frame on one side of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.